Manufacturer narrative:
(B)(4). Evaluation summary: the clip delivery system was returned and investigated. The leak was not confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents reported from this lot. A definitive cause for the reported leak could not be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture, or labeling of the device.

Event description:
This is filed to report the clip delivery system (cds) leak. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3-4. During insertion of the first cds, when the cds key passed the valve, air was noted in the clip introducer (ci). The air was aspirated out of the system and the cds was used successfully. Two clips were implanted, reducing mr to 1. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.